Manufacturer narrative:
Product analysis #: (B)(4); analysis information (B)(6) 2022, 16:43:09 cst, pli#: 10, product ID#: b3300542 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} conductor(s) was/were broken in the distal end of the lead. Concomitant medical products: product ID: b35200, serial#: (B)(4), product type: implantable neurostimulator. Product ID: neu_stylet_acc, serial#: unknown, product type: accessory. Device evaluated by MFR: analysis of the lead ((B)(4)) found that the conductors were broken in the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer's representative that they were doing a stage 1 lead placement. They were testing the lead with the lead cable grounded on the canula. The caller reported that they were seeing high impedances on electrode 0; the programmer showed "high" for all pairs with electrode 0. The caller indicated that they were testing at 3v using an ens. Before calling, they confirmed that the lead was fully inserted in the test cable, rotated the lead, grounded it on a different part of the canula, and tried two test cables. The caller reported that all other combinations that did not include 0 were between 2000-3000ohms. The issue was not resolved through troubleshooting. No symptoms/patient complications were reported.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported that they interrogated the system post -op and the impedance issues had resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.